Event description:
The customer reported she was in the hospital no date given in 2008. The customer reported that at the time of the medical event her freestyle freedom meter was reading inaccurately high comparing to how she felt and her husband's precision xtra meter's reading. She claims that as a result of the readings issue, she lost consciousness and was transported by paramedics to a local hospital where she was diagnosed with hypoglycemia. However, she was unable to specify her treatment at the hospital except of kidney dialysis. There was no report of death, permanent impairment of mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.